Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. The device was found to power down every time the down arrow was pressed. Internal inspection showed the keypad flex cable was askew at the ui board j3 connector. Fully inserted the keypad flex cable with proper alignment and the device functioned as designed.

Event description:
The customer reported that this device has a bad down arrow button. Customer states that once pushed it shuts the device off. No patient impact or consequences reported.